Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that programming was able to recover the patient's therapy. The rep reported that no broken wires were confirmed. The rep reported that the x-ray was not readily available in the clinic. The rep reported that the patient left with good therapy results. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot (B)(4), ubd: 15-jul-2021, (B)(4); product ID: 3708660, serial/lot (B)(4), ubd: 11-mar-2021, (B)(4); product ID: 3389s-40, serial/lot (B)(4), ubd: 10-apr-2020, (B)(4); product ID: 3389s-40, serial/lot (B)(4), ubd: 11-oct-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual, essential tremor, and movement disorders. The patient reported that they went to their healthcare provider (hcp) this morning and reported that there were 2 broken/disconnected wires, and that their hcp put them on a third wire. The patient reported that in the time they went from the hcp to get an x-ray, another wire broke. The patient reported that everything started last night. The patient reported they were sitting in their recliner and their hand started to shake and their cheek started getting tingly every 5 seconds. The patient reported that it felt like when the therapy was turned off and on. No further patient complications have been reported as a result of this event.